Event description:
"Insulation between the electrode and return electrode bubbled and peeled during surgery. A second probe was used without incident". Visual inspection of the returned device revealed severe damage and pieces of the insulation appeared to be missing. With the info that is currently available there is no way to determine when or where the insulation came off. Since it is a possibility the insulation came off while the device was in the pt the event is considered an MDR reportable event.